Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Pk6194321 4/03 rev. 0 sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Balloon burst can lead to premature deflation." The device was not returned.

Event description:
It was reported that the foley catheter fell out of the patient¿s bladder at the end of surgery. The surgeon examined the catheter and discovered a piece of the balloon was missing. Cystoscopy had to be done to look for the missing piece, which was found and removed.